Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window.

Event description:
Customer reported receiving the no delivery alarm multiple times and stated that they have changed out the infusion sets numerous times. Customer's blood glucose readings at the time of the call were 489 mg/dl and have treated with a bolus delivery. No further information reported.